Event description:
Pt underwent aortic valve implantation on (B)(6) 1988 with duromedics edwards bileaflet mechanical valve. He developed acute chf, severe aortic insufficiency, evidence of acute mi, shock, brief arrest. Transferred to (B)(6) on (B)(6) 2011 for emergency surgery. Findings: mechanical aortic valve had fractured into two pieces embolizing to bilateral superficial femoral arteries. Vascular surgeon successfully removed both fragments. Duromedic aortic valve removed and replaced with new aortic valve (ats).